Event description:
The customer reported that the device indicated error codes 00040 (defib fail) and 01000 (dephib biphase error). There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device indicated error codes 00040 (defib fail) and 01000 (dephib biphase error). There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.